Manufacturer narrative:
During visual inspection of the device it was found that the magnet retainer is damaged and will not retain the magnet. Analysis of the device log shows that the magnet went missing on (B)(6) 2020, after the event date, which indicates that it was likely damaged when returning device to physio-control. The lid latch does not catch on the top case when closed. A root cause of the reported issue is traced to user.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that metal pin is missing in the lid, which can cause delay in providing defibrillation therapy. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that metal pin is missing in the lid, which can cause delay in providing defibrillation therapy. There was no patient involved in the reported event.

Manufacturer narrative:
An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Manufacturer narrative:
A physio-control representative performed an initial evaluation of the customer¿s device and verified that metal pin is missing in the lid. The customer will be provided with the new lid.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that metal pin is missing in the lid, which can cause delay in providing defibrillation therapy. There was no patient involved in the reported event.